Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the patient was moved out of the procedure room for other treatment plans and no patient harm occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the l1 breaker was trip down and np fuse12 was blown. Fse replaced the np fuse 12. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had stopped working. The system was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the patient was moved out of the procedure room for other treatment plans and no patient harm occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the l1 breaker was trip down and np fuse12 was blown. Fse replaced the np fuse 12. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.